Event description:
During incoming inspection, the device powers up appropriately, however when the electrodes were attached the device discontinued the boot sequence. Complainant indicated that there was no patient involvement in the reported malfunction.